Manufacturer narrative:
No product received for evaluation as it remains in-situ. Review of received radiographs suggests that under sized iliac screws fractured as result of excessive loading. No patient injury reported. No revisions performed. Review of complaint statement identified combination of manufacturers devices which can produce unknown results which is not recommended. "...potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s), loss of fixation, nonunion or delayed union, fracture of the vertebra..." "...warnings, cautions and precautions: correct selection of the implant is extremely important. The potential for success is increased by the selection of the proper size of the implant. While proper selection can minimize risks, the size and shape of human bones present limitations on the size and strength of implants. Metallic and internal fixation devices cannot withstand the activity levels and/or loads equal to those placed on normal, healthy bone. These devices are not designed to withstand the unsupported stress of full weight or load bearing alone. These devices can break when subjected to the increased load associated with delayed union or nonunion. Internal fixation appliances are load-sharing devices that hold bony structures in alignment until healing occurs. If healing is delayed, or does not occur, the implant may eventually loosen, bend, or break. Loads on the device produced by load bearing and by the patient¿s activity level will dictate the longevity of the implant..." "...compatibility: do not use reline system with components of other systems than armada system. Refer to the armada system instructions for use for a list of the armada system indications of use. Unless stated otherwise, nuvasive devices are not to be combined with the components of another system..."

Event description:
A patient underwent a l4/5 and l5/s1 posterior lateral interbody fusion procedure. As per reporter approximately six months post-operative follow up radiographs showed two broken screws at the s1 level. No reported falls, patient is reported to be doing gentle exercise.